Event description:
Spontaneous inbound call: patient's mother reported that during last night's infusion on (B)(6) 2022, the curlin pump had technical issues and would not roll over to dose 3 from dose 2. Patient's mother attempted troubleshooting with the patient's home health nurse and the pump would freeze. The patient was able to get his full dose, but it took much longer than it should have. There was no back up pump on hand. Pharmacist determined replacement pump is necessary. No reported issues with patient from pump malfunction. No further information provided. Indication: chronic inflammatory demyelinating polyneuritis. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the device? Yes; did the pt have a backup device they were able to switch to? No. If yes, was the pt able to successfully continue their infusion? Yes. Reported to (B)(6) by pt/caregiver.